Event description:
The olivier freeguide (ofg) device (also known as the olivier double-chuck support arm) is a support arm accessory used during image-guided surgical procedures to align and/or hold conventional surgical instruments along a planned path. A surgeon experienced a problem with a locking joint on an "ofg" device while performing a neurosurgical procedure. A joint handle seized during this procedure, and could not be used to either loosen or tighten the locking joint in order to re-position the device. The entire device was removed from the sterile field. A clinical application specialist employed by the device MFR was in attendance and was unable to fix the joint. In order to continue with the medical procedure, the surgeon decided to switch to a frame-based stereotactic apparatus. The pt was kept anesthetized while the stereotactic head frame was attached and a new mr scan was performed. The surgical procedure was then completed. No injury to the pt occurred, but the pt remained under anesthesia longer than originally anticipated. The device was returned to the MFR for investigation.